Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2026, and it is unknown if there are plans to reimplant the patient as of the date of this report.